Event description:
Customer reported via phone call that when batteries were changed insulin pump would receive a no power motor communication alarm. During troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with frozen display then constant tone due to cold solder joint on mother board. The insulin pump was unable to verify alarm or off no power alarm due to frozen display. The insulin pump had a cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.